Manufacturer narrative:
There was no patient involvement. Livanova deutschland manufactures the s5 double head pump. The incident occurred in (B)(6). A livanova field service representative was dispatched to the facility to investigate. The service representative was able to confirm the reported issue and traced the failure to a defective front panel. The technician replaced the front panel to resolve the reported issue. Subsequent functional verification testing was completed without further issues and the unit was returned to service. The front panel was requested back to livanova deutschland for further investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report that a s5 double head roller pump displayed an error message during priming. There was no patient involvement.

Manufacturer narrative:
H10: the affected parts were returned to livanova deutschland for investigation. The claimed error could be identified in the pump readout, where the errors 452 'encoder_fail' and 454 'encoder_layers_different' have been recorded several times between (B)(6) of (B)(6) 2016 and (B)(6) of (B)(6) 2019. This indicates a deviation with one or both shaft encoders. Despite extensive testings during the investigation, the reported failure could not be reproduced, however, the reported error was identified in the pump readout. A defective shaft encoder was identified as cause of the reported issue. A review of the DHR could not identify any deviations or nonconformities relevant to the issue. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
See initial report.